Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders did not cross and device downloads were delayed. A technical support specialist (tss) worked with the customer to unload the affected pocket and identified duplicate medication entries for the same location, including an additional entry received from the server. The tss restarted the data synchronization service, which resumed normal download and update activity. The pocket was then reloaded with the correct medication, and synchronization was verified to be functioning as expected. The tss confirmed that the critical override state was cleared and that missing patient records were restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing to par_pulmonary device with download delayed. Device was not critical override. There were no adverse events or injuries reported based on this event.